Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that during use, a bd vacutainer® plus plastic whole blood tube 13 x 100 mm x 6.0 ml was found to be breaking while in the centrifuge. There was no report of injury or medical intervention.